Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that after 5 minutes of use on a patient, the devices screen displayed an alarm: reporting repeated co2 inhalation. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay to therapy was noted.

Manufacturer narrative:
Per a good faith effort response received, it was confirmed that the display screen warns of repeated co2 inhalation. After the co2 sensor was replaced, the equipment returned to normal use. The defective sensor will not be returned. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.